Event description:
A customer contacted beckman coulter inc. (Bci) stating that the ise drain overflowed. No injury was reported. No one was exposed to the overflow.

Manufacturer narrative:
A field service engineer (fse) replaced defective drain valve.